Event description:
It was reported that a patient developed superficial thrombophlebitis post procedure involving the closure system vs-404 venaseal. The lesion associated with the event was the right great saphenous vein (gsv). Medical intervention was required, specifically the prescription of a medrol dose pack for 5 days. The issue has been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.